Event description:
It was reported that the customer experienced a blood glucose (bg) level of 32-33 mg/dl; cause was not known. Customer consumed carbohydrates to address bg level and continued using the pump for insulin therapy. At the time of the event, the customer did not have a continuous glucose monitoring session on the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.